Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : g4 , b5.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) battery goes from 100 percent to zero in five minutes. There was no patient involvement reported.

Event description:
It was reported that cs300battery goes from 100 percent to zero in five minutes. No patient involvement or harm reported.

Manufacturer narrative:
Cs100 upgraded to cs300. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
(B)(6). Updated fields: b4, b5, b6, b7, d8, d9, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11, e3. Corrected field: e1 (initial reporter, event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were not able to duplicate the issue. The batteries were replaced as a precaution. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) battery goes from 100 percent to zero in five minutes. There was no patient involvement reported.